Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the patient went out to eat, and at that time, the cgm showed a reading of 123 mg/dl. The patient believed this reading was inaccurate, but the parent did not check the bg level manually. Around 9:45 pm, shortly after arriving at target, the patient suddenly collapsed and experienced a seizure. The patient's lips turned blue, and her shoulder and right leg hit the ground. After assisting the patient, the parent took a bg reading, which was 52 mg/dl. Panicked, the parent screamed for help and asked someone to call 911. An employee or customer at target called 911. When the emergency medical technicians (emts) arrived, they checked the bg level, which the parent believes was around 50 mg/dl, though she cannot recall the exact reading. The parent did not check the dexcom cgm at that time, so the cgm reading is unknown. Around 10:30 pm, upon arrival at the hospital, the emts accidentally dislodged the cgm sensor while assisting the patient. At the hospital, bg readings were still low, but comparisons were not possible due to the sensor falling off. The patient regained consciousness but had a hurt shoulder and a bruise on the right leg. An x-ray revealed no fractures. The patient was treated with glucose IV and glucose gel. She stayed at the hospital until 3 am and was discharged, still weak but seemingly okay. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.